Manufacturer narrative:
No expiry date for lot 620843r002, it is a non-sterile product (bulk pack). Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. This complaint has been evaluated. Review of the assembly record did not reveal any sign of associated defects detected during the 100% inspection. Review of the complaint trend for the past three years (2013 to 2015), showed no negative trend observed. There has been no complaint registered for the products made within the same manufacturing lots. The complaint sample is not expected to be available for evaluation. A batch record review indicated that no discrepancies could be found. A photograph has been received with this complaint and will be evaluated as part of the event. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 30, 2016. (B)(4).

Event description:
Complaint received from a quality engineer reporting that the lumen of a reinforced endotracheal tube had delaminated. Reporter stated "a syringe was used to inject the tube with 10cc of air and the inside diameter near the cuff delaminated which would have resulted in the reported event." The device was tested prior to use and also used in a patient. It is unclear if the delamination occurred during the pre-intubation test, or if it occurred during the patient intubation. Reporter stated the device was replaced and there was no patient distress or injury. A photo was received depicting the reported complaint issue. No further information was provided.